Manufacturer narrative:
Analysis results: the root cause of the customer's complaint was customer abuse resulting in device failure.

Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
A consumer reported that their diamondclean smart power toothbrush battery exploded. No property damage and no injury were reported.